Manufacturer narrative:
The patient was prescribed chlorhexidine, an antiseptic rinse, for treatment. Patient is doing fine and has fully recovered. The axle casing on the upper appliance will be repositioned with consideration to patient comfort.

Event description:
The customer stated that the ul band of the herbst appliance was cutting into the patient's cheeks.